Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found no image due to b30 error code (scope communication error). Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited no image due to b30 error code (scope communication error). There was no report of patient involvement.